Event description:
It was reported that t: slim x2 pump battery did not charge reliably. No pump shutdown or loss of power reported. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method, if necessary, while technical support confirmed shipping details, arranged replacement pump with updated software.